Manufacturer narrative:
(B)(4).

Event description:
Needle went off during suturing and the broken part got stuck in the tissue. X-ray needed to find the broken needle. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, no reinforcement material used. X-ray during surgery to find the broken needle.